Event description:
Following an attempted implantation of the 12mm asd occluder, the device did not stent into the atrial septal defect properly and was pushed into the left atrium when the position was evaluated. During the attempt to retrieve the device back into the sheath, more than the normal amount of force was necessary. The device end screw assembly separated from the device and remained attached to the delivery cable. The device embolized. The patient underwent surgical removal of the device and repair of the atrial septal defect with no further patient complications.